Manufacturer narrative:
If implanted, give date: the lens was implanted in 2001; however an exact implant date was not provided. If explanted, give date: not applicable, as to date the lens remains implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) implanted in the right eye of a male patient in 2001 (the exact implant date was not provided) was recently noticed to be opacified by the surgeon. Reportedly, the patient went to see the surgeon as he was struggling with his vision. After the visit the patient experienced a retinal detachment and he was seen by a retinal specialist. The patient underwent retinal detachment surgery and he was reported recovering from it. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as the lens remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown; therefore the manufacturing records for the intraocular lens could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.